Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On behalf of the customer, a caregiver reports an alarm issue with the abbott diabetes care (adc) device. The low glucose alarm did not sound and the customer was not alerted of changes in their glucose levels. As a result, the customer experienced symptoms described as feeling weak, tired, and hungry. The caregiver obtained a adc device reading of 45 mg/dl and provided the customer with 2 sugar pills and some coca-cola. There was no report of death or permanent impairment associated with this event.